Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The issue was decided to be reported based on available information (no logs or no information about faulty part) as the initial description may have underlying causes that affect essential functions of the ventilator. Based on provided information, the issue was resolved by cleaning of the internal filter. Identification of issue has been done by analyzing problem description and service report. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).